Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. Reporter first/given name: unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available. Since the reference and lot number are unknown, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implant fractured and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One unknown biomet implant was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear, fracturing at the collar. The top part was identified crushed. Device history record (DHR) review could not be performed for the products reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review could not be performed for the products reported as the item and lot number were not available. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.